Event description:
It was reported that the patient was admitted on (B)(6) 2022 with acute decompensated heart failure in the setting of noncompliance. After the patient's previous discharge the nurse administered intravenous lasix (furosemide) via a peripherally inserted central catheter (PICC) line. Advanced medical technology exemption (amet) was called by interventional radiology when the patient's heart rate increased during placement of hickman catheter. Electrocardiogram showed supraventricular tachycardia (svt) with a heart rate of 170. Blood pressure was stable. Vagal maneuvers failed three times. The patient self converted to a non stress test with heart rate of 111-130. Electrocardiogram was repeated to verify.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 12jul2021. The hm3 lvas IFU, rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia, as an event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information stated that the patient did experience shortness of breath as a symptom of arrhythmia. The arrhythmia did not result in clinical compromise. The arrhythmia was stated to have resolved.

Manufacturer narrative:
The patient remained ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), until (B)(6) 2022, when the patient ultimately expired while in hospice care. No product was returned for evaluation (reference MFR # 2916596-2022-12591). No further information was provided. The manufacturer is closing the file on this event.